Event description:
During use of an e.cam gamma camera, the customer indicated hearing (relay) clicking-type noise from the tower behind the camera system gantry. The customer removed the patient from the system. There was no injury. The investigation of the event determined that the radial drive brake failed to engage. The detector continued to move slowly downward with no means of stopping the detector. A very specific set of circumstances must occur for this type of mechanical failure to recur: the brake had to fail, the axis with the faulty brake must be enabled above a patient, then there must be an event that takes down the power (touch pad, e-stop, actual power failure). This is the clicking-type noise that the customer heard. All of these faults and scenarios must occur within a 50-100ms time window after applying power to disengage the brake. There have not been any reported injuries associated to this failure during the entire product life-cycle dating back to 1997.